Event description:
Procedure l4 laminectomy, l5 laminectomy, l3 partial laminectomy, s1 partial laminectomy. Transforaminal lumbar interbody fusion l3-4, l4-5, l5-s1, iliac crest aspiration x3, repair of dural tear with amnio protective shield, allograft for spinal fusion. During insertion of the cage at l5-s1, portion of cage broke. Several attempts to remove remaining piece made unsuccessfully. Decision made by surgeon to insert further.